Event description:
Surgical intervention due to pain.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Review of the manufacturing histories did not reveal any anomalies. The investigation could not verify or draw any conclusions about the reported pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.